Event description:
The lay user/pt contacted lifescan alleging the meter displays error 5 message. The issue was not resolved with troubleshooting. There is no evidence the pt suffered a serious injury due to the product issue. The pt's symptoms preceded the onset of the product issue. In addition, the pt denied receiving any treatment that would suggest the pt had acute complication of diabetes as a result of the product issue. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.